Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test and prime or a33 test. No motor error alarm noted during rewind. Device received with stuck motor error alarm loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and passed. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm during fixed prime. The customer¿s blood glucose was unknown. The device will be returned for analysis.